Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600mg/dl. Reportedly, the cause was unknown; however, customer did not have non-tandem continuous glucose monitor (cgm) supplies, and customer was unaware the pump could be used with the use of the cgm. Subsequently, the customer did not attempt to deliver a bolus. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Customer believed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.